Manufacturer narrative:
B5 "describe event or problem" was updated referring to further details received. Further images were requested and received from the hospital and an imaging evaluation performed. Evaluation of the provided clinical images confirms the reported endoleak at the time of imaging on (B)(6) 2021, but an endoleak involving one of two gore® viabahn® vbx balloon expandable endoprostheses (vbx devices) implanted (B)(6) 2019, which was reportedly observed (B)(6) 2019, and its cause or relationship relative to the other non-gore devices could not be established with the available information. The information reported in the complaint does not reasonably suggest a potential malfunction has occurred. The provided images are dated (B)(6) 2021 which is after the procedure on (B)(6) 2021, during which the originally implanted vbx devices were relined and a resulting type ii endoleak was reportedly observed.

Event description:
The following was reported to gore: in 2015 the patient underwent a thoracic endovascular aortic repair procedure (tevar) with a gore- and a medtronic device. In 2018 a branched endovascular aneurysm repair was performed with a cook-device. The superior mesenteric artery (sma) and both renal arteries were connected with atrium v12 stents. The celiac trunk was connected with a gore® viabahn® vbx balloon expandable endoprosthesis (vbx-device) and the left renal artery extended with a vbx-device because of a type ic endoleak observed at the end of the v12 stent (which wasn¿t connected deep enough). On (B)(6) 2019, the patient underwent endovascular treatment for a type iii endoleak with two vbx-devices, one in the sma and the other in the right renal artery (rra). The vbx-devices were navigated to their intended locations and deployed without issues. At the end of the procedure the vbx-devices were patent. The patient tolerated the procedure. On (B)(6) 2019, there was a suspected type ii or type iii endoleak between the cook main body and a vbx-device. It was not clear which of the vbx-devices was associated with the endoleak. A re-intervention was performed on (B)(6) 2021. This involved a relining of the celiac trunk branch and pta was also performed to solve the possible type iii endoleak. After treatment was performed, there was still an endoleak visible, now believed to be type ii with unknown origin. It was reported the patient will continue to be monitored.

Manufacturer narrative:
The device remains implanted in the patient. Therefore a device evaluation could not be performed. Images were received from the hospital and an imaging evaluation performed: summary: one time point is available for evaluation: post-implantation cta dated on (B)(6) 2021. There appears to be pooling contrast outside the implanted devices. Comparison axial images appear to show the pooling contrast in the anterior aneurysm sac extends toward the left side of the sac. The pooling contrast appears to extend toward the posterior aneurysm sac. There appears to be lumbar arteries communicating with contrast in the sac. Cannot confirm ante grade or retrograde flow in the lumbars with available imaging. Cannot confirm endoleak type with available imaging. With the information provided to gore, the cause of the reported event was unable to be determined. As two devices were implanted, the other device was reported with manufacturer reporter number 2017233-2021-02173. In the instruction for use for the gore® viabahn® vbx balloon expandable endoprosthesis the following was stated: hazards and adverse events: procedure related: as with all procedures that utilize techniques for introducing a catheter into a vessel, complications may be expected. These complications include, but are not limited to: malposition. Device related: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: device failure.

Manufacturer narrative:
As the device remains implanted at the moment, and the next angiography was not yet performed and the probable re-intervention was not made, a further investigation cannot be conducted now. A review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
A study alert was received from imedidata database. The patient referenced in this event file is enrolled in a registry which has been designed with broad eligibility criteria to capture real-world gore® viabahn® vbx balloon expandable endoprosthesis use, in multiple pathologies and in conditions needing preservation of peripheral vessels. The following was reported to gore: on (B)(6) 2019, the patient underwent endovascular treatment for an endoleak iii with two gore® viabahn® vbx balloon expandable endoprostheses (vbx-devices). Two vbx-devices were implanted to treat the endoleak iii, one in the superior mesenteric artery (sma) and the other in the right renal artery (rra). The vbx-devices were navigated to its intended location and deployed without issues. At the end of the procedure the vbx devices were patent. The patient tolerated the procedure. On (B)(6) 2019 there was an adverse event, again an endoleak iii. The adverse event is not recovered yet. A re-intervention must be done.